Event description:
Boston scientific received information that during a routine follow up in clinic, this implantable cardioverter defibrillator (ICD) was observed to be at end of life (eol). Additionally, the device displayed a fault code. It was noted that the patient had not been seen in clinic for approximately two years. A revision procedure was performed approximately four days later. The device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.